Event description:
Boston scientific received information from a latitude red alert that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms. It was reported the pacing impedance measurements had been trending high for awhile and had now just reached greater than 2,000 ohms. The patient planned to be brought into the clinic for further troubleshooting. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.